Event description:
It was reported that this ra lead had noise that was oversensed causing atr episodes. Ts discussed lead is from 2010, and with the impedance on the lower side it appears to be signs of lead problem developing. The plan was to recreate with patient in clinic and then possibly programmed higher agc value for ra. This will not prevent the noise, only minimize effects possibly. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).